Event description:
It was reported that right before a planned generator replacement surgery on (B)(6) 2022, the patient's pacemaker was found to be at its elective replacement indicator, despite being implanted for less than 5 years. The pacemaker was explanted and replaced as planned, and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. Device image was retrieved and analyzed, indicating elevated current occurred during the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. The device was cut open to enable further testing and the battery was found depleted to elective replacement level, consistent with the flash 2 firmware issue. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.